Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Device issue: stent fracture; relationship: device; not related, procedure; casual, stent does not open normally, broken, replaced by another stent which does not deploy immediately; pre-existing: no. Patient presented with jaundice and abdominal pain. Being treated for duodenal carcinoma. On day of placement - pre stent dilation performed - stent placed low choledoc and duodenum - during procedure stent broken, replaced by another stent that does not deploy immediately. Patient death - unknown cause of death. Status: resolved, treatment: endoscopic immediate replacement with another stent, death: yes.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the evo-10-11-6-b device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number: c1127764 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number: c1127764 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0056 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that a tortuous anatomy led the stent to not open fully. It is likely the user may have used a device (snare or forceps) to manipulate or reposition the stent which led to the broken/fractured stent. It is known from the available information the patient was being treated for duodenal carcinoma. As per the casebook the cause of patient death in the study is unknown. Clinical input confirmed that the cook device did contribute to the patient death reported in the pmcf study. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the pmcf study during the procedure the stent fractured. Confirmed quantity of 1 device, confirmed used. The patients outcome from this occurrence is unknown, however clinical input have confirmed that the cook device did not contribute to the patient death. Investigation findings conclude that a possible root cause could be attributed potentially to tortuous patient anatomy.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-jul-2023.